Manufacturer narrative:
Alternate phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; 500 ml of fluid removed from breast.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV in the right breast" and "the right breast had it¿s volume increased, and puncture of 500 ml of fluid was performed. Even after the puncture, the volume of the breast increased again " the device has been explanted.